Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was advised to try different charging outlets and adapters, but these solutions did not resolve the issue. Technical support decided to replace the pump, confirming it was under warranty. Customer was instructed on how to store the pump properly and return it using a prepaid label. In the meantime, customer planned to use multiple daily injections (mdi) as a backup method for insulin delivery.